Event description:
It was reported that calibration of the navigation system for the third party imaging system was needed. There was no patient involvement. 2025-jul-02 e1 (rep, for) additional information was received. It was reported that the navigation system required calibration because the third party imaging system had a repair, and the stored calibration files had been erased. The navigation system had no faults. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).